Manufacturer narrative:
This report is submitted on may 17, 2017. (B)(4).

Event description:
Per the patient's surgeon, the patient experienced poor performance and discomfort with the device, resulting in the patient's decision to explant the device. Subsequently, the device was explanted on (B)(6) 2017.